Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings with a cartridge change. The pump was run for 24 hours and no alarms occurred. The force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 24mmol/l, with agitation, and polydipsia, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the loss of prime alarm occurred two or more times with cartridges from different boxes. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the loss of prime alarm may result in over or under delivery.